Manufacturer narrative:
The complainant indicated that the devices were disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-04059, for the other associated device info. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during an esophageal varice ligature procedure on a (B)(6) male patient performed on (B)(6), 2009. According to the complainant, during the procedure, they attempted to deploy a band and the band failed to deploy. They used another speedband superview super 7 multiple band ligator and the band failed to deploy. The procedure was completed with a third speedband superview super 7 multiple band ligator. They had to prolong anesthesia but there were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be with no consequences.